Event description:
A radiologist was using a gel mark ultra during a sterotactic breast biopsy using the mammotome biopsy device. The md deployed the gel mark ultra pellets without incident, but when he removed the applicator from the mammotome probe, he observed that the tip had sheared off. The tip was found in the mammotome probe. There were no patient adverse effects.